Event description:
Boston scientific received information that this right ventricular (rv) lead was partially removed as the bottom part remained in the patient. Additional information received indicated that the rv lead had insulation defects and had to be removed. However, during the laser lead extraction the electrode was damaged and separated in two pieces. The patient was scheduled for a second procedure for removal of the remaining rv lead and implant of another system. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.